Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ seroma-late: unable to observe. ¿ capsular contracture: unable to observe. ¿ rupture: observed an opening assessed as surgical impact opening. As per the investigation procedure, non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture with capsular contracture baker ii", "periprosthetic liquid" diagnosed via ultrasound and MRI, and "pain". This record is for the left side. Device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported "rupture with capsular contracture baker ii", "periprosthetic liquid" diagnosed via ultrasound and MRI, and "pain". This record is for the left side. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "periprosthetic liquid" photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device.

Event description:
Healthcare professional reported "rupture with capsular contracture baker ii", "periprosthetic liquid" diagnosed via ultrasound and MRI, and "pain". This record is for the left side. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.